Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. The reported event of broken door was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record for (B)(4) was performed from 08/04/2015 to 06/01/2020 and confirmed that this device wasn't previously returned for servicing and there was no production failure which correlates to the customer reported issue. Additional comments: no effect additional comments: a review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device door was replaced due to a broken light tower.